Event description:
It was reported that t:slim x2 pump battery would not charge, as charging connection was not recognized despite use of working wall outlets, tandem charging cable and adapter, and alternate cables and adapters, though no low power alerts, shutdown alarms, or power source alerts occurred and pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while technical support arranged replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement, with instructions to return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.